Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this lead and associated device displayed noise which resulted in oversensing and inappropriate shocks. The patient reported hearing the device beeping. A threshold test was attempted to be performed but capture was not able to be obtained. The device then displayed a code that indicated the device had shocked into a shorted lead condition. A conductor fracture was suspected but not confirmed. The patient was seen for a revision procedure where the lead was explanted and replaced. The lead is not expected to be returned for analysis. The device remains in service.